Event description:
There is no additional information regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, d5, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the comb was damaged and was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to design issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that before surgery the mesher unit was stuck and could not be opened. The ratchet (handle) was not able to perform the up and down motion. The unit had dent in meshing side. An alternate device was available for immediate use. There was no patient involvement. Due diligence is complete. No further information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). D10: item#: 00770301500, z.s.g.m. Cutter 1.5:1 ratio, serial#: (B)(6). Item#: unknown, unknown ratchet handle, serial#: unknown. G2: country - australia. Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.